Manufacturer narrative:
H3: product analysis of product: 9560100, lot no: unknown during the incoming inspection, scratches on the outer tube and image cloudiness were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from the user facility via a manufacturer representative regarding a patient having mel (minimally invasive endo scopic lumbar) for lumbar spinal stenosis. It was reported that the endoscope broke. There was no patient involved in this event. There were no further complications reported regarding this event.